Event description:
Repeat failure of pump. Blood sugar was erratic. Replacement pump was sent by co and used until 2 months later. Complainant tried and used 4 different model #512 pumps. Complainant states that after two or three days usage, reservoirs and tubing get air or gas bubbles which could greatly distort the insulin delivered to his body. Complainant states that air sometimes passes thru the two o-rings on the bottom of the reservoir. Air sometimes comes through the top of the reservoir and the transfer guard during filling.